Event description:
When giving a b12 injection the needle leaked from the location of where the safety device attaches to the hub. Withdrew needle from pt and obtained another needle to finish the injection without difficulty. FDA safety report ID# (B)(4).